Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection. It was reported that the source of the infection was a heart valve which e xtended to the pacing leads. The complete implantable pulse generator (ipg) system was explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.